Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient (pt) reported that they were having trouble charging. Pt stated they noticed the recharger has the insulation work out in a few spots and one area the wires are exposed. Pt stated where the wires are exposed, the recharge will shock the pt if they touch it. Pt estimate the damage to the cord was noticed probably back in sept, charging issues started probably in oct where they couldn't get the stimulator's battery level to bypass 70% or 80% then late nov the stimulator would only charge to 30%. Pt stated they haven't had the stimulation on much since the end of dec and the shocking when touching the cord probably started in dec or nov. Pt stated they noticed the recharger clicks a lot while charging and while charging on saturday the controller displayed software problem 1-intellis 2-3.6 3-58 4-qf_new and has been displaying the message since saturday. The rep did not ask about the circumstances that led to the reported issue. Pt reset the controller which cleared the software problem message. The issue was not resolved through troubleshooting.